Manufacturer narrative:
The reported fast-fix 360 curved needle delivery systems, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. A review of the manufacturing records was performed which confirmed no abnormalities were reported with this lot during manufacture. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing records and complaint data base was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscus repair surgery, the fast fix t2 implant did not deploy. No back up device was available; therefore, it is unknown how the procedure was completed. Delay under 30 minutes was reported and no patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.